Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: a hand extensor tenorrhaphy was performed. Approximately 2 months and 1 week post op the patient had prominicence of the suture. The customer claims that the adverse event happened after tenorrhaphy of hand extensors. After month or two, the suture (the knot of the suture) has been observed to spit out of dermis. There was granuloma formation at the knot site. The suture was routinely hydrated by pooling through the physiological solution. For suturing the hand tendon extensor, they used kessler and/or krakow suturing, pulling the suture several times through the tendon. Removal of the spitted sutures was required to prevent permanent impairment of a function. There was unanticipated tissue loss due to the removal of the spitted suture. There was tissue damage as a result of the problem. The damage was not permanent after the second procedure. There will be an additional operation performed to correct the issue. It led to additional hospital stay . The current patient status is ok. Patient medical history: healthy.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.